Event description:
Customer reported to beckman coulter, inc (bec) that there was a diluent leak below the red blood cell (rbc) bath of the coulter lh 750 hematology analyzer. Customer reported that the volume of the leak was 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from a hole in rbc aperture 2 sample line at the isolator chamber fitting. The fse replaced sample line. The fse verified the instrument for use.

Manufacturer narrative:
(B)(4).